Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and particles (hair/fibers) of foreign matter were identified on the packaging. The reported condition was verified. The cause of the issue was not determined; however, the likely direct cause of the dark particulate foreign matter observed is inherent to variations of the manufacturing and/or packaging process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix inlets had particulate matter (pm) contamination. The pm was described ¿hair in the inlet¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.